Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. A wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the catheter shaft was broken. There was no patient involvement.